Event description:
Reporter alleged receiving results of 190 mg/dl and 66 mg/dl on the advantage system while using expired strips. Reporter stated he felt out of it, confused, sweaty, and shaky, so his wife called the paramedics. Reporter stated she gave him orange juice before the paramedics arrived and obtained a result of 50 mg/dl on their system. Another result of 50 mg/dl was obtained on the hospital system and he was given sugar through an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.